Manufacturer narrative:
Correction: d4

Manufacturer narrative:
It was reported that the mcot monitor was charging and became hot. The device was returned for investigation. Engineering evaluation was able to confirm the reported event of "monitor ran hot while on the charger." Both the monitor and its charging cord were identified as having heat damage. Root cause is most probable to be an electrical fault by the charging cord. Philips am&d is further investigating this root cause.

Event description:
It was reported that that on (B)(6) 2024, the when the patient was charging the mcot monitor the monitor ran hot. The monitor cooled down after 4 hours however, the screen of the monitor is just bright and white with nothing else on it. A replacement was ordered.